Event description:
It was reported there was a message regarding "invalid data" on the diagnostics of the device due to a memory error. Patient was receiving radiation treatments that potentially caused the memory error. All other parameters and measurement were within normal limits. After the interrogation of the device, the diagnostics began to accrue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.